Event description:
It was reported that during a d vinci hysterectomy procedure, the surgical staff noticed a broken wire at the distal tip of the mega needle driver instrument. Nothing fell into the patient and there was no report of patient injury related to this event.

Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with the complaint and confirmed the customer's reported issue. The instrument grip cables were broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The cable broke under the tensile loading. The other cables at the wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction of a broken wire, if to reoccur could cause or contribute to an adverse event.